Event description:
The customer reported that no button on their device would function other than the on button. With this reported issue, the device could not charge or deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to an electrically damaged integrated circuit chip, designator u5 from the interface pcb assembly.